Event description:
It was reported that during interrogation in clinic, the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The programmer displayed a longevity anomaly whereby the prior longevity was 2 years and 6 months, but the current longevity was 3 years. The programmer was pending a software update. The patient was being monitored. The patient was stable